Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received. Analysis findings of the device memory are as follows; the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range; a lead impedance out of range alert had been triggered; a rising impedance trend and oversensing due to non-physiologic signals /short interval counts (sic). Eleven nonsustained episodes of <(><<)> 220 ms cycle length were recorded between (B)(6) 2013. Eighty of 428 lifetime ventricular sic occurred since (B)(6) 2013. Amount-of- tolerance sub-threshold lead impedance alert was recorded on (B)(6) 2009, (B)(6) 2012 and (B)(6) 2013. Ventricular pacing impedance rose from 741 ohms the week ending (B)(6) 2012 to 3477 ohms the week ending (B)(6) 2013.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).